Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2013, the patient was pre-operatively diagnosed with advanced degenerative disk disease l4-5 and l5-s1 and spinal stenosis with neurogenic claudication l2-3 and underwent following procedures: anterior interbody discectomy and fusion l4-l5 and l5-s1. Implantation peek interbody fusion cages fixed with cortical screws l4-l5 and l5-s1. Implantation bone morphogenic (rhbmp-2). As per-op notes, ¿I carried out an l5-s1 anterior discectomy. Cartilaginous endplates were removed and the endplates were scored to bleeding bone. A 12 degree lordosis medium peek sovereign cage was selected. Half of a medium size rhbmp-2 was implanted with the cage. It was tapped into place. At the l4-l5 level, I also carried out anterior discectomy and removed all soft tissue down to subchondral bone. A 2 degree lordoctic cage was implanted there and it was packed with the remaining half pack of rhbmp-2, medium size. Two screws were inserted superiorly and one inferiorly.¿ post operatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.